Event description:
The customer stated, that the clinical chemistry creatine kinase is recovering quality controls out of range low. The customer is using creatine kinase lot # 52044hw00 with biorad quality control 16340. Using a different lot of creatine kinase, recovered quality controls on means. There was no impact to patient mgmt reported.

Manufacturer narrative:
An investigation has determined that some cartridges with ck lot# 52044hw00, expiration oct 19, 2007, may cause decreased qc and/or patient results, increased imprecision, and error code 1054 (unable to calculate result, reaction check failure) when the cartridge is initially placed into use on the architect csystem. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.